Event description:
On (B)(6) 2026, it was reported that this patient on peritoneal dialysis (pd) therapy was hospitalized with peritonitis. There were no reported allegations that the event was caused by fresenius products. In additional follow-up, the patient¿s pd nurse stated that on (B)(6) 2025 the patient was hospitalized with symptoms of abdominal pain and cloudy pd effluent. Per the nurse, the patient had a pd culture obtained (in the hospital) which revealed growth of candida albicans. The patient was diagnosed with peritonitis was initiated on anti-fungal therapy utilizing intravenous (IV) voriconazole (dose unknown). Additionally, the patient underwent removal of the pd catheter (not a fresenius product) and was transitioned to hemodialysis for renal replacement needs. The patient remained hospitalized at the time follow-up was performed. The patient¿s nurse confirmed that the patient did not have any fluid leaks or issues with fresenius products in relation to the peritonitis event. The nurse stated the patient was immunocompromised from prednisone treatment for comorbid condition of lupus. The nurse stated the peritonitis was multifactorial indicating the peritonitis was attributed to patient breach in aseptic technique with immunosuppression. The catheter used by the patient is not a fresenius device. The manufacturer of the catheter, and further product information, is unknown. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).